Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The ups was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The ups was returned for analysis. Functional testing found that the ups was malfunctioning. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that after successfully placing 3 screws, the surgeon said he was inaccurate. Upon trying to place the other 3 screws the surgeon insisted on a re-spin for accuracy. Prior to the second spin, a representative noted that the frame was not put on firmly by the surgeon since he was able to easily undo the screw without much work. The surgeon tightened the frame but the surgeon insisted on another spin. The spin was taken and they were able to complete the case without issues. While trying to move the system during the event the system shut off even though it was charged over night. There was a 5 minute delay and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that the crews were accurate and nothing revised.